Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged the patient has been in and out of the hospital for years. Patient feels they may have cancer. The patient cannot breathe and feels like something is in his lungs. The patient lost their home and thinks it's due to mold. The patient has lung nodules that are getting bigger. The patient also reports that "for many years he has had doctor appointments, CT scans, x-rays, etc. Trying to figure out what is wrong. No other medical intervention was reported. The reported event and its severity were reviewed by the manufacturer's clinical expert. Based on available information the event is assessed as not related to the device in this case. Also, based on the conclusions reached the harm described in this complaint is assessed as unrelated. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop lung nodules. The patient was hospitalized in response to the reported event. The patient has had three devices, but there is no additional information or serial numbers of the other devices. The manufacturer has requested further information on the devices; however, the customer has refused to provide that information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.